Manufacturer narrative:
The customer¿s report of a balloon was confirmed. Visual inspection of the set noted that the silicone segment ballooned near the upper fitment. Functional testing was performed and no ballooning was observed. Pressure testing was performed and the subject area of the silicone segment was further inflated and ballooned at a pressure of 15 psi. The root cause for this event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the primary IV 500 ml normal saline infusing at 250cc per hour over 2 hours had a bulge in silicone segment. Event took place on the cardiovascular unit. No harm reported.